Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was explanted due to no pacing delivered when required and low impedance of <200 ohms. Lead damage observed due to subclavian crush. Should additional information be received, this file will be updated.